Manufacturer narrative:
Final analysis found normal lead characteristics.

Event description:
It was reported that the atrial lead exhibited high capture thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.